Manufacturer narrative:
(B)(4).

Event description:
It was reported that high capture threshold was observed. Lead was found dislodged. There were no adverse consequences to the patient. The lead was repositioned. Patient was in good condition before and after the surgical procedure.